Manufacturer narrative:
It was reported that the disposable femoral cutting guide didn't conform well with the femoral bone. Surgeon elected to complete the surgery using an alternate implant system. A small delay in surgery was experienced. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the disposable femoral cutting guide didn't conform will with the femoral bone. Surgeon elected to complete the surgery using an alternate implant system. A small delay in surgery was experienced.